Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The event occurred within three or more hours of insertion. The patient blood glucose level was high. The patient replaced infusion sets and resumed insulin successfully.